Event description:
Staff noted that there is no filter needle included in this kit, although the medication included in the kit is in an ampule. All lots from this product are affected--this is not a case of a filter needle missing from one kit: it is not included in the kit at all. All clinical references indicate that a medication drawn from an ampule should be drawn up with a filter needle. When interviewing nursing staff and physicians who use this kit routinely, all indicated that "everything needed is in the kit." It is not their practice to pull a sterile filter needle or use one when using the kit, although all said that if they were drawing up from an ampule, a filter needle should be used. Members of the healthcare team recommend the manufacturer consider one of the following:1. Change the medication in the kit from an ampule to a multi-dose vial.2. Include a filter needle in the kit as a standard piece of equipment if a multi-dose vial is not an option.3. Reference current literature and/or research findings regarding drawing up medications from an ampule without a filter needle.this kit contains one 5ml ampule of 1% lidocaine solution.a copy of this report has been faxed to the manufacturer.

Event description:
The account is unable to obtain patient results of architect carcinoembryonic antigen (cea) due to error code 1007 (unable to process test, activated read failure) generated on the architect i2000 analyzer. The issue started after changing the reaction vessel cells to lot (69060p100). No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rvs lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.